Event description:
During a standard treatment an electrical dental handpiece got hot and burned the pt on two locations of the cheek. One burn was the size of a quarter and the other the size of a nickel. Pt was told to use over the counter motrin for pain. No further medical care was necessary.

Manufacturer narrative:
The analysis did show that the head had a dent which affected the function of the back cap button. This caused high friction and the head to heat up. In addition the drive and the intermediate have been bad. The handpiece has not been sent in for repair since purchase in (B)(4) 2004. Experience shows that the dent is usually the result of a drop, eq during reprocessing. The bad drive and intermediate are subject of wear during normal use. The user instruction requires prior to each treatment a visual examination and a test run which would indicate that the handpiece is running out of spec. Reported due to the 2 year presumption rule.